Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced a skin reaction on (B)(6) 2015. Date of issue is an approximation. Patient stated that they were directed by their physician to use a barrier between the sensor adhesive and the skin. Date of physician consultation was not provided. No additional event or patient information is available.